Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of system error 105 was reproduced and confirmed through evaluation. This error message has been attributed to a failed motor (flex). The motor was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient injury.